Manufacturer narrative:
The product associated with this complaint was not returned because it was discarded by the dentist. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The abutment screw fractured when dentist was placing the final restoration.

Manufacturer narrative:
Product discarded by dentist.

Event description:
It was reported that abutment screw fractured inside of dental implant. All the parts were successfully removed and implant still implanted.